Event description:
It was reported that rv oversensing was observed via a merlin.net transmission. It was noted that the rv lead noise was as a result of a misdetection on the far field channel during a true vt. Double counting was also observed on the near field channel. No programming changes were made at this time. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.